Manufacturer narrative:
(B)(6).(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent her initial spine fusion surgery (from an anterior approach) on the lumbar region of her spine from vertebrae l4 to l5, with the help of rhbmp-2 and collagen sponge. Post-op, the patient complained of progressively worsening pain in her low back, with associated pain and radiculopathy in her lower extremities.